Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and a partially detached imaging window. No imaging core windup was found within the telescope section and the sheath section of the device. Impedance test showed an electrical open at the proximal waveform. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage, which occurs post-use of the device and is not related to the original device failure. . The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130-140 cm.

Event description:
Reportable based on device analysis completed on (B)(6) 2022 it was reported that lost image occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk of proximal left anterior descending artery and left circumflex coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, however, during pullback the image was lost. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a partial detached near the lapjoint section.